Event description:
While removing a balloon over the guidewire, resistance was encountered. While attempting to disengage the wire it prolapsed, causing a vessel perforation. Reportedly, the patient remained stable and no medical intervention was performed.